Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the user could not remove one of the caps from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed a thread defect on the returned battery cap; this device failure directly caused the reported issue. The returned battery cap was unable to secure to the returned pump case and a test pump case per the instructions for use (IFU). Also, it was found to be difficult to remove the returned battery cap from the pump cases: the reported issue was duplicated. Unrelated to the reported issue, the battery compartment was observed to be cracked at the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.